Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side cart (vsc) monopolar energy was not working and had an activation halted message. The technical support engineer (tse) reviewed the logs and found multiple c-34 errors. Prior to calling in the customer changed out the instrument and power cord and issue was still persistent. Tse suggested to hard power cycle the erbe when they get a chance. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure (repeated c-34 errors.) Was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon consecutive startups, unit displayed c-34 errors.